Event description:
The device was evaluated in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. During the evaluation of the device, at a third-party service center the device was visually inspected and found no evidence of foam degradation. During the evaluation, no foam particles were observed. Additionally, service required alarm conditions indicating a charging issue and a battery issue were observed. The device evaluation has not yet been completed. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a trilogy device was evaluated in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. During the evaluation of the device, at a third-party service center the device was visually inspected and found no evidence of foam degradation. During the evaluation, no foam particles were observed. Additionally, service required alarm conditions indicating a charging issue and a battery issue were observed in the device's downloaded event log. There is no documentation of a root cause or component replacement to resolve the issue. A final report is being submitted. If new information becomes available following further evaluation that changes the outcome of the investigation and associated medical device reporting, a supplemental report will be completed.